Event description:
On november 13th, 2023, the user contacted dario to report inconsistent blood glucose (bg) readings. The user reported receiving a bg reading of 40 mg/dl compared to a reading of 96 mg/dl that she received several minutes later using the same dario meter.

Manufacturer narrative:
The user reported that the inconsistent bg readings occured with several different cartridges of strips. Due to the above and the inconsistent readings that the user received, a replacement of dario's meter, was sent to the user together with a return material authorization (RMA) package, to further investigate this issue. In addition, a replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly. After the new dario strips and control solution were received, dario's representative followed up with the user, however the user was unable to troubleshoot at that time. As of this date, the RMA and the new dario meter were not received. If the RMA is received at a later date, a follow up report will be submitted. There is not enough information available regarding the dario meter and strips to investigate. No resolution is available.